Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported non-sustained right ventricular oversensing episode was noted. This oversensing caused the failed to capture biventricular pacing. Programming changes were performed. Patient was stable throughout.